Event description:
This diamond knife was seldom used because the adjustment of 0.3 was incorrect. The problem was found during an ophthalmic procedure.

Manufacturer narrative:
Diamond blade found to be broken. Customer charged for repair.